Event description:
It was reported that the device was explanted. The device was explanted on (B)(6) 2014. It was the right device. It was later reported that the battery was removed due to an infection. The battery had not been replaced but would be once the infection was given time to clear. It was confirmed only the implantable neurostimulator (ins) was removed and leads/extensions remained implanted and would be used once the infection cleared.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0f2fu, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0f26b, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).